Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the post implant procedure, there was no atrial activity observed. Right atrial (ra) lead dislodgement was suspected. Ra lead remains in use. No patient complications have been reported as a result of this event.